Manufacturer narrative:
(B)(4). Additional information: the patient's fill volume was 1500ml, indicating the ultrafiltration volume of 973ml meets increased intra-peritoneal volume (iipv) criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has not reported any excessive drains or symptoms of overfill. The nurse stated that the patient has resumed therapy with no issues. There was no patient injury or medical intervention associated with this event. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010, the ultrafiltration volume was 973ml during cycle 4.